Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter hmx hematology analyzer leaked clear fluid from the rinse block. The customer was wearing gloves and gown at the time of the event. There was no exposure to mucous membrane or open wounds. No injuries occurred and no one sought medical attention. Msds was not reviewed, but the facility has exposure control plan. There was no report of impact to patient samples or results.

Manufacturer narrative:
Service was set up but was cancelled by the customer because they fixed the leak. Root cause for the leak is unknown. (B)(4).